Event description:
The customer contacted baxter's technical service center and reported an increased intra-peritoneal volume (iipv) event on a homechoice (hc) device during peritoneal dialysis (pd). The home patient (hp) stated that she felt very bloated and had drained over 3400ml in the initial drain after starting pd therapy over with new supplies following a power outage. The baxter technical service representative (tsr) retrieved the therapy information. The power outage had occurred in dwell 1 and the pd therapy was ended. The hp then started over with new supplies and during initial drain, had drained 3539ml. After the initial drain, the hp completed pd therapy on the hc. It was further found that in the pd therapy started before the power outage, the hp had bypassed the initial drain at 176ml and then had completed a fill of 2000ml (initial drain alarm (ida) was set at 1300ml, last volume infused (lvi) was 1500ml). The tsr advised the hp to call right away if she ever has issues in the future. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of excessive drain. The reported issue was confirmed in the event history log reivew. The cause was determined to be false empty detect and last manual drain not used.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.